Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The device passed the displacement test. The device had cracked reservoir tube lip, minor scratches on the lcd window and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump has a crack on the on screen and it's hard to see the numbers. Customer's current blood glucose was 215 mg/dl. Customer stated he wasn't sure how the damage occurred but he was asleep and he may have laid on it. Customer was advised to discontinue use of the device and revert to back up plan. Customer was advised to discontinue use of the device and revert to back up plan.